Event description:
It was reported a patient experienced aseptic peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with an unspecified antibiotic. On an unreported date, the extraneal therapy was withdrawn. The therapy with nutrineal and physioneal was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): the extraneal therapy was withdrawn on an unknown date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.